Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19feb2019. The philips service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the power supply and battery to address the issue and the ventilator passed all testing.

Event description:
It was reported that the ventilator would not operate from battery power. There was no patient involvement. The event date was not specified; estimate used.